Event description:
The customer reported that by inflating the cuff an air leakage was presented. The customer did not provide any add'l info surrounding the circumstances of this report. At this time, there is not enough info to suggest that the reported issue resulted in extubation/reintubation of a replacement tube. No confirmation of pt involvement. Covidien product monitoring team is attempting to gather further details.

Manufacturer narrative:
(B)(4).